Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from an migration reported to stimwave on (B)(6) 2018, by stimwave clinical specialist. Following a successful trial with the stimq peripheral nerve stimulator (scs) system, the patient had a permanent procedure performed on (B)(6) 2018, in which a stimq stimulator (stq4-rcv-a0) was implanted next to the ulnar nerve in the patient's right...to treat "the" his wrist pain. There were no complications during the procedure. The patient experienced pain relief after the procedure. On (B)(6) 2018, the patient contacted the implanting clinician and the clinical specialist and reported pain and swelling in his elbow. The implanting clinician used fluoroscopy to visualize the device, and identified that the stimulator had migrated to the patient's elbow. The implanting clinician attempted to "revision" the stimulator, but was unsuccessful. The clinician closed the incision and prescribed antibiotics. On (B)(6) 2018, the clinical specialist met with the patient and reprogrammed the stimulation parameters of the device. The patient reported that he was receiving good pain relief following the reprogramming session and did not continue to experience pain. On (B)(6) 2018, the patient informed the clinical specialist that the implanting clinician has scheduled device explant for (B)(6) 2018 as the device was no longer providing pain relief given its migrated location. The clinical specialist has not received any further information from the implanting clinician regarding the medical decision to explant the device. Additionally, the clinical specialist has not been able to meet with the patient to attempt reprogramming since notification on (B)(6) 2018. The patient "his" not reported any other complications or issues with the device. Immediately following notification, stimwave quality and management reviewed the implanting clinician's procedure compared to the receiver instructions for use with the clinical specialist. The clinical specialist states that the implanting clinician did not comply with the product instructions for use with respect to securing the stimulator and anchoring the receiver. Per the clinical specialist, the implanting clinician elected to complete the procedure using "on" the needle to inject the stimulator to the nerve target, and complete the entire procedure with the smallest possible wound. However, the procedure for securing the stimulator instructs clinicians to ensure the stimulator is sutured to the tissue (05-0669-2, page 24, k171366), and for fixating the receiver, physicians may need to cut down in order to find a suitable tissue structure for anchoring (05-0669-2, page 26, k171366). It is likely that clinician noncompliance to the implantation procedure caused the stimulator migration, leading to elbow swelling and pain the patient experienced. The source of the issue was not traced back to inadequate documentation of implant procedure, and the device did not fail to meet performance or safety specifications. Stimulator migration is a known adverse event for peripheral nerve stimulators and the stimq pns system and is mitigated as far as possible in the product's risk management file. Stimwave believes that if the implanting clinician would have followed the IFU, securing the stimulator and anchoring the receiver, this kind of adverse event is less likely to occur. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause is attributed to the implanting clinician's noncompliance to migration mitigation steps detailed in the product's IFU. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave's risk management file. Stimwave was in constant contact with the clinical specialist starting (B)(6) 2018, regarding the complaint and the root cause investigation. Stimwave confirmed that the implant procedure details steps to mitigate migration, and the product did not fail to meet performance and safety specifications. The source of the issue is clinician noncompliance to migration mitigation steps detailed in the product's IFU. Stimwave has informed all parties that the product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as erosion of the device through the skin can lead to an injury, and medical or surgical intervention was required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event.

Event description:
On (B)(6) 2018, in which a stimq stimulator (stq4-rcv-a0) was implanted next to the ulnar nerve in the patient's right to treat the his wrist pain. There were no complications during the procedure. The patient experienced pain relief after the procedure. On (B)(6) 2018, the patient contacted the implanting clinician and the clinical specialist and reported pain and swelling in his elbow. The implanting clinician used fluoroscopy to visualize the device, and identified that the stimulator had migrated to the patient's elbow. The implanting clinician attempted to "revision" the stimulator, but was unsuccessful. The clinician closed the incision and prescribed antibiotics. On (B)(6) 2018, the clinical specialist met with the patient and reprogrammed the stimulation parameters of the device. The patient reported that he was receiving good pain relief following the reprogramming session and did not continue to experience pain. On (B)(6) 2018, the patient informed the clinical specialist that the implanting clinician has scheduled device explant for (B)(6) 2018 as the device was no longer providing pain relief given its migrated location.